Event description:
It was reported that, "during the tka, when the surgeon was inserting a tibial component by using the reported device, the locking lever dissociated form the main body."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.